Event description:
It was reported the patient reported experiencing pain and/or difficulty swallowing and continued foreign body sensation. Upon examination, one palatal implant was removed. Four palatal implants remain implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. This product was used for treatment purposes. The product was not returned to the manufacturer for evaluation. Conclusion: [known product problem documented in the product (IFU) labeling]. Product description: the pillar system (system) is intended for use in stiffening the soft palate tissue, which may reduce the severity of snoring in some individuals, and for the reduction of the incidence of airway obstructions in patients suffering from mild to moderate osa (obstructive sleep apnea). Indications for use of the system include: symptomatic, habitual, social snoring due to palatal flutter or upper airway obstruction caused by the soft palate. Potential complications include, but not limited to: difficulty swallowing, erosion of implant; implant rejection, partial/full extrusion of implant, sore/scratchy throat, and foreign body sensation.